Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had fluid in it after the reservoir had leaked. The blood glucose reading was 250 mg/dl. The insulin pump passed the self test. The reservoir will be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaking or occlusions were noted.